Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely elevated loci cancer antigen 15-3 (ca15-3) patient sample result obtained on a dimension vista 1500 system. Siemens is investigating the event.

Event description:
A discordant falsely elevated loci cancer antigen 15-3 (ca15-3) patient sample result was obtained on a dimension vista 1500 system. The falsely elevated patient result was not reported to the physician. The same sample was reprocessed on the original dimension vista 1500 system and a lower result was obtained. The lower result was considered correct and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated loci cancer antigen 15-3 (ca15-3) result.

Manufacturer narrative:
Additional information (14-mar-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer. Quality control (qc) was within expected ranges. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed maintenance that was part of standard troubleshooting, replacing the damaged parts. Hsc considered this to be the cause of the event. Potential product issue was not identified. The customer is fully operational. The device is performing within specifications. No further evaluation is required. Section h3 and h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2022-00347 was filed on 22-dec-2022.